Manufacturer narrative:
The investigation determined that the samples involved were not processed in accordance with the tube manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. An ocd field engineer performed "as needed" repairs, adjustments and analyzer maintenance procedures to multiple subsystems on the vitros 5600 system. Performance testing following service verified that the equipment was operating as expected. A definitive root cause for the event could not be determined. However, a pre-analytical sample processing and/or an instrument related issue cannot be ruled out as contributing factors. There was no evidence to suggest that the vitros trop I es reagent malfunctioned.

Event description:
The customer obtained non-reproducible, higher than expected vitros trop I es results for multiple patient samples (patient 1 = 0.060 ng/ml; patient 2 = 0.282 ng/ml) processed on the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected patient results were not reported to a clinician. The repeat trop I es results (repeat of patient 1 is < 0.012 ng/ml; repeat of patient 2 is < 0.012 ng/ml) were directly reported for the affected patients. There was no report of patient harm as a result of this event. This report is number one of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).